Event description:
It was reported that the customer was pushed into a pool while wearing the insulin pump. It was reported that the insulin pump was working at the time, but later the buttons were unresponsive. It was stated that the customer believes the insulin pump was not delivering the right amount of insulin since the device was exposed to water. It was stated that the customer delivered 10.0 units of insulin and compared with the actual amount on the reservoir, but it was not the same amount. Advised that the customer should revert to back up, and a replacement of the insulin pump would be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.